Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The account communicated again on 08aug2019 stating that there were no changes to the patient¿s condition or anticoagulation status. No changes were made to the pump parameters. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). There is no product available for evaluation. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the device. This document also lists thromboembolism as a potential late postimplant complication. In addition, this IFU contains information regarding the recommended anticoagulation therapy and inr range.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019 the patient was admitted for chest pain, nausea, dyspnea, and cough with red-tinged phlegm. Nitroglycerin intravenous was started but discontinued due to headache. It was reported that the patient was given heparin drops and intravenous morphine for chest pain in the cardiovascular intensive care unit. Troponins trended and were negative. Computed tomography coronary angiogram showed a stable prosthetic aortic valve as well as an aortic root thrombus with extension of the thrombus to the left main, which was new from prior exam. Noted to have some suction events in the cardiovascular intensive care unit which improved following small boluses. Warfarin was restarted and patient will be bridged with lovenox until international normalized ratio in his therapeutic range. Patient was loaded with plavix on (B)(6) 2019 and aspirin was discontinued in favor of plavix. Patient was discharged home on (B)(6) 2019.